Event description:
Country of complaint: (B)(6). Pediatric cardiac surgery department complaint: patients experienced postoperative impairment of wound healing. There has been wound dehiscence: wound disruption, extended hospitalization, another procedure, impaired wound healing; 50-10 days postoperatively, there were no symptoms of infection and wound swabs gave negative results.

Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going at manufacturing site.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch; (B)(4) units were manufactured and distributed, there are no units in stock. Without any closed and/or defective sample an analysis cannot be performed in order to make a decision. If samples are received in the future the complaint will be re-opened and analyzed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn fulfill the OEM requirements. As indicated in the instructions for use of the product: "users should be familiar with the surgical procedures and techniques involving absorbable sutures when using novosyn, as the risk of wound dehiscence may vary depending upon the site of application and the type of material used". "During the use of novosyn sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body". Final conclusion: complaint is not justified. Corrective/preventive actions: not applicable.